Manufacturer narrative:
Report source: foreign- (B)(6). Visual inspection found a tear on the balloon and a wrinkled transition tubing. During functional testing using an indeflator filled with green color dye water, the device was pressurized and at less than 2 atm, a leak on the balloon was present. Under microscopic inspection, a semi-radial balloon tear was observed. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used to treat a severely calcified mid sfa. During inflation, the balloon ruptured at 13 bar. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted because the balloon burst semi-radially below rbp. There is a potential for harm if the malfunction were to occur.